Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced cylinders crossover. A surgical procedure was performed to remove and replace the cylinders and pump. The original reservoir kept implanted. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).